Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the venaseal to treat 45-50 cm in the great saphenous vein as per IFU. Approx. 2 weeks after the initial treatment it was reported the patient had phlebitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.